Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned. As a result, the clinical observation cannot be confirmed and the cause is unknown. Additional information has been requested, including the return of the product. Should the information or product become available, a supplemental report will be submitted.

Event description:
Medtronic received information indicating that contrast was leaking out of the middle section of the echelon catheter. A new catheter was used to continue. The patient was receiving embolization treatment for a tumor. The reported device and ancillary devices were prepared as indicated in the IFU. The catheter was flushed as directed. There was no resistance within the catheter encountered and the catheter was inspected prior to use via flushing. The catheter tip was not shaped. There were no patient symptoms or complications associated to this event and the procedure was completed with a new catheter.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation the echelon-10 micro catheter and the clinical observation was not confirmed. No defects were found on the echelon-10 micro catheter, and there was no evidence that the micro catheter was damaged or defective. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture.